Event description:
It was reported that the esophageal probe was reading erratic temperatures. It went from 33.4c to 22.2c. Only one probe in use, and we were unable to connect it to the bedside. However, when the nurse flexed the cable, the patient temperature changed erratically on screen. They have no other temperature in cables available. Per follow-up information received via phone on 06apr2023, biomed had an additional cable and brought it to the floor. Once changed, therapy resumed without further issue. The cable was disposed of and biomed would be ordering more.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the esophageal probe was reading erratic temperatures. It went from 33.4c to 22.2c. Only one probe in use, and we were unable to connect it to the bedside. However, when the nurse flexed the cable, the patient temperature changed erratically on screen. They have no other temperature in cables available.